Event description:
It was reported that on (B)(6) 2022 during an implant procedure that the right ventricular (rv) lead had noise. The rv lead was not used and the physician elected to complete the procedure with a different rv lead. There were no patient consequences.

Manufacturer narrative:
The reported event of noise was not confirmed. As received, a complete lead was returned for evaluation. Electrical tests did not find any shorts or discontinuities on any of the conduction paths. The lead connector passed insertion testing. Dimensional analysis of the connector boot was within the product specification.